Manufacturer narrative:
No pt injury nor medical intervention was reported. A gambro field tech was unable to duplicate the alarm condition, tested prime and scales and functional checkout with no fluid removal alarms. The co is aware of this machine malfunction (incorrect fluid removal) and is working on corrections.